Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Consumer reported they allowed t to discharge too much because they quit using it for a while. They were given assistance in getting it going again. Patient reported they were discussing changing the battery again as it doesn't last long when they need the therapy. No further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the battery runs down every day, not due to change in activity nor was the programming changed. The patient reported that they became weary with charging so the battery is overdischarged. The patient reported that when their leg hurt and they needed it, they could not get it to charge. It was reported that the battery doesn¿t work as it is supposed to. The patient reported that additional lead was added at the time the battery was implanted and was told that¿s reason for the battery running down too frequently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had not charged the ins in over a year and started to need it more. The patient reported a return of pain and reported that she walks with a cane to slow her down because if she walks too fast she has pain. The patient connected the recharger but it showed that it was not charging. The patient attempted to power the patient programmer but it would not turn on. New batteries were tried, and the issue was not resolved. The patient was able to turn on and charge the recharger. The patient reported she stopped charging since she previously had to charge every day for 2-3 hours and wanted a break from it. The patient was redirected to their hcp to resolve possible overdischarge. When the patient attempted to connect with the recharger the reposition antenna screen was seen. It was reviewed that the patient should charge the recharger to full and bring it to the appointment. Additional information received stated that the ins was confirmed to be overdischarged by the patient, but the issue had not been resolved. It was reported the patient had tried to charge with two rechargers. It was unclear whether or not a physician mode recharge had been attempted or if only standard recharging was tried. There were no reported complications and no further complications were expected. Patient was implanted for non -malignant pain. Additional information was received from the patient. It was reported that she thought she would get the stimulator replaced, but then it seemed to be working. Six months later, the patient said it has totally quit so now she needs to get her battery replaced and she cannot find who to call. The patient said when she uses it she needs to charge every day, it depletes quickly, and she can usually turn it on using the recharger. The patient hooked up the recharger during the call and reported the recharger screen showed she was charging, but the ins battery was empty. The patient said she last charged a week or two ago and stim was turned off. It was recommended the patient charge the implant so she could turn it on when it was full enough and so it would be charged when the device was checked in person. The patient said that she does not turn stim on because she has a restless leg and it bothers that. No further complications were reported.